Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however, the complainant's experience of high insertion force could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate action, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: gynecology procedure. Event description: this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Insertion resistance in seal. Report from the sales rep. The insertion into the trocar was tight. The customer used [] system and scope. Similar trouble does not occur frequently, occurrence only in this time. Initial investigation report. The event unit was returned to us and visually inspected. Upon our inspection, no damage was observed to the seal component. The unit will be returned to amr for further evaluation. Admin# (B)(4). Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to be returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gynecology procedure event description: this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Insertion resistance in seal. Report from the sales rep. The insertion into the trocar was tight. The customer used system and scope. Similar trouble does not occur frequently, occurrence only in this time. Initial investigation report: the event unit was returned to us and visually inspected. Upon our inspection, no damage was observed to the seal component. The unit will be returned to amr for further evaluation. Admin# (B)(4). Patient status: no patient injury.